Manufacturer narrative:
The device associated with this report was not returned. Review of the sterilization certifications for the provided product/lot combination did not reveal any related deviations or anomalies. Per the sterilization certificate, validated parameters were met. No error in sterile processing was identified. Additionally, it has been reported that the depuy device was implanted with a competitor manufactured product. This use of the depuy device is not recommended. Based on the investigation the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the product or additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Patient was revised to address infection.